Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown modular duracon insert large #9. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has not been made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding alleged wear involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The patient complained of pain so the surgeon revised the left knee. Intraoperatively, the surgeon noted poly wear.

Event description:
The patient complained of pain, so the surgeon revised the left knee. Intraoperatively, the surgeon noted poly wear.